Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was a poor communication screen on the patient programmer (pp). The patient also started to have issues with control and now it was really bad. The issues began a week ago but got really bad on (B)(6) 2016. The patient was not recently implanted or had a revision surgery. An antenna was used and syncing with the implantable neurostimulator (ins) did not resolve the issue. There was poor communication with or without the antenna. It was not working as well a couple of weeks ago but wouldn't work at all on (B)(6) 2016. It would not interrogate. It was noted that the patient was using non-brand name batteries. She then put new aaa batteries in the pp and the screen flashed with a 2.1.

Manufacturer narrative:
Corrected information: sex, date of birth.